Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there are potential cybersecurity risks associated with the bd 8015 that were flagged by armis, a third-party security application during scan. There was no patient involvement.

Event description:
It was reported by the customer that there are potential cybersecurity risks associated with the bd 8015 that were flagged by armis, a third-party security application during scan. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Investigation summary: the reported issue of the third-party software ¿armis¿ flagging the pcu with having potential cybersecurity risks was confirmed by software engineering to be due to the system using a previous version than 12.1.3 inspection and testing of the device could not be performed as it was not provided for investigation. The bd cybersecurity website https://bd.com/cybersecurity, contains bulletins, patches and updates for the bd alaris software and other third-party software. It is recommended to keep all bd software updated to the latest release to ensure the highest level of security and protection against potential cyber threats. Regular updates often include patches for vulnerabilities, enhancements in security features, and improvements in overall system performance. A review of the system logs could not be performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the armis software flagging the pcu with potential cybersecurity risks is being attributed to an outdated firmware version. According to software engineering, these vulnerabilities have been fixed in version 12.1.3 (or later). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g0200802 - software interface. Additional information: imdrf annex g code and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of the third-party software ¿armis¿ flagging the pcu with having potential cybersecurity risks was confirmed by software engineering to be due to the system using a previous version than 12.1.3. Inspection and testing of the device could not be performed as it was not provided for investigation. The bd cybersecurity website https://bd.com/cybersecurity, contains bulletins, patches and updates for the bd alaris software and other third-party software. It is recommended to keep all bd software updated to the latest release to ensure the highest level of security and protection against potential cyber threats. Regular updates often include patches for vulnerabilities, enhancements in security features, and improvements in overall system performance. A review of the system logs could not be performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the armis software flagging the pcu with potential cybersecurity risks is being attributed to an outdated firmware version. According to software engineering, these vulnerabilities have been fixed in version 12.1.3 (or later). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there are potential cybersecurity risks associated with the bd 8015 that were flagged by armis, a third-party security application during scan. There was no patient involvement.